Manufacturer narrative:
Conclusion: device malfunction caused event but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a programming system was working intermittently by a physician in france. An analysis was performed a returned handheld computer. Visual inspection identified a broken solder connection between the pcb and a screw mount. The broken solder connection can prevent the main battery from making good electrical contact with the pcb allowing the handheld to lose power intermittently. After the mechanical part was resoldered, full product functionality was restored. No further anomalies associated with the handheld were identified during the analysis.